Event description:
It was reported that stent damage occurred. A 20x4.50mm rebel stent was selected to treat the lesion. During unpacking it was noted that the stent was not tightly mounted on the balloon of the stent delivery system and also the stent was deformed. The procedure was completed with a 24mm rebel stent and it went fine. No patient complications were reported.

Manufacturer narrative:
Event date: a couple of weeks ago. Device evaluated by MFR: the complaint device was not received at the cis for analysis; however, a photo of the stent damage was received from the reporting facility. Review of the photo concluded that the distal end of the stent was stretched over the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).